Event description:
It was reported when using the pyxis medstation es system matrix drawer was not recognized on the bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not visible in the storage space configurations. A field service engineer reseated the bus cable connector, and locked the connector in place to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.